Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient lost sensation and was paralyzed from the mid abdomen to the toes after having his scs system implanted. The patient was able to move again after approximately 1 hour. Follow-up info indicated the patient is doing well and his scs system is providing effective stimulation.